Event description:
Voluntary medwatch received states that patient's lead exhibited myopotential oversensing and noise oversensing. Pacing inhibition was also noted on the due to oversensing. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147192.